Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted an alarm displayed for 'cassette not attached properly.' Functional tests included use testing. The device was powered on and a cassette was attached. The pump alarmed that the cassette was not attached properly. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "cassette not attached" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. It was noted that this pump was previously returned and repaired for the same observation. No adverse patient effects were reported.